Manufacturer narrative:
The cause of the discrepant low pt results is a patient sample specific issue. The highly icteric sample result was reported despite cautions in the bcs xp innovin reference guide regarding icteric samples. Although no flags were generated by the sample on the initial standard mode run on the bcs xp, the sample was not suitable for processing of innovin pt on the bcs xp system due to the elevated bilirubin. The sample result was auto-released by the hospital laboratory information system. The patient's total bilirubin of 16.4 mg/dl exceeds the validated limits stated in the bcs xp reference guide v3.04. The pt with innovin assay limit for bilirubin on the 405 nm wavelength (standard mode) is 6 mg/dl; the 570 nm wavelength (extended mode) limit is 12 mg/dl. The measurement curve clearly displays an unacceptable result; however, the kinetics do not trigger a validated checking method. The patient samples when evaluated graphically depict a curve that is not typical and would prompt the user to proceed to further investigation. The device is performing according to specification. No further investigation is required.

Event description:
Discrepant low prothrombin time (pt) results were obtained on a patient's samples. The patient results were reported to the physician who questioned the results. The sample was repeated in an alternate mode on the same bcs xp instrument and higher results were obtained and reported. Patient treatment was not altered or prescribed on the basis of the discrepant low pt results. There was no report of adverse health consequences as a result of the discrepant low pt results.